Event description:
Device malfunction: failure to deploy clip, vlw didn't retract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery after an unk procedure. The physician completed steps one and two of the closure procedure without difficulties. When attempting step three, it was difficult to advance the thumb advancer; however, the physician felt that the third click occurred. The trigger button was depressed, but the clip did not deploy. The device was retrieved with the vessel locator wings (vlw) deployed without difficulties. Hemostasis was achieved using manual compression. No additional info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.